Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who received super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. The pt called after she had heard that super poligrip was recalled due to "nerve problems". The pt did not provide contact info; therefore, this case is lost to follow-up. The manufacturer's report number for this case is 9681138-2010-00406. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).